Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
Compatibility was verified with no issues noted. Updated info received via operative notes. Primary operative notes indicate satisfactory stability was noted throughout a trial range of motion. The cement was allowed to cure with the knee in extension. The knee was found stable with central patellar tracking during a final reduction. Revision operative notes indicate fluid in the knee appeared clear and there was no evidence of sepsis. Cultures were not sent for analysis. The tibial implant was noted to have subsided and was identified as well fixed. The femoral component was also identified as well fixed. No further description of the explants was provided. Root cause remains unk at this time. Device history records were reviewed and found conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. The info provided on this form was previously submitted under manufacturing report number 1822565-2013-00158.